Event description:
It was reported that after lens implantation the lens had issues with unfolding. Additional info has been requested but no new info has been received.

Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.